Event description:
The manufacturer's rep reported that following pump implant, a stitch "externalized", the pt picked at it and the wound became infected requiring explant. No other details were provided at the time of this report. A follow-up report will be sent if additional info becomes available.